Manufacturer narrative:
The device, used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch lot number has been provided therefore a review of the device history is not possible. A complaint history review found other related failures. Probable root cause maybe an obstruction or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump detected a blockage problem. The patient left untouched and warning went off. This happened for about 4 times.